Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4) , alleging inaccurate results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (01/30/2015). The patient¿s meter has been returned on 1/8/2015 and evaluated by lifescan product analysis on 1/16/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter was reading inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that ¿two days¿ prior to contacting lifescan on (B)(6) 2014, he obtained a result of 8.9mmol/l on the subject meter which she felt was inaccurately high in comparison to a result of 6.5mmol/l obtained on a onetouch ultra2. The two tests were reportedly performed within 30 minutes of each other. Based on statistical methodology the difference between these results exceeds lifescan¿s criteria for accuracy. The patient detailed that he manages his diabetes with janumet and diamicron pills. The patient detailed that on (B)(6) 2014, he decreased the dose of his medication and that on (B)(6) 2014 at 09:00am, he decreased his food or drink intake. The patient denied developing any symptoms. During troubleshooting the cca noted that the meter was set to the correct unit of measure and approved sample site had been used. Replacement products were sent to the patient. There is no indication that the subject device caused or contributed to a serious injury. The patient did not develop symptoms of hyperglycemia or hypoglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.